Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product non-acceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process, which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported by a hemodialysis (hd) nurse that an internal leak from broken membranes in the upper head of the dialyzer occurred during the first hour and forty-five minutes into a hemodialysis treatment. The nursing staff immediately replaced the unit after noticing the issue. Follow-up indicates that there was no patient impact. The blood loss volume was not reported. There was no visible damage to the dialyzer. The alleged device was discarded by the clinic.